Manufacturer narrative:
Concomitant medical products: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿the doctor mark was displayed on the liquid crystal screen and it could not be used.¿ there were no external factors in particular reported that may have led or contributed to the issue. Additional information received stated that the ¿doctor mark¿ was displayed on both the recharger and patient programmer and that only the patient programmer could not be used. It was ¿unknown¿ whether any specific error messages or codes were observed with the reported ¿doctor mark;¿ however, it was noted that the issue was resolved by clearing a power on reset (por) with a physician programmer. The specific por code experienced was unknown and the cause of the por was also unknown. The patient programmer and recharger remained in the patient¿s possession and in use at the time of follow-up. No problem with the patient was reported as (B)(6) 2021. It was noted that the patient¿s devices were confirmed to be working without any problems after clearing the por code. There were no surgical interventions planned or performed and the chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.